Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. Evaluation found the downstream sensor calibration reading to be out of specification. A review of the event history log revealed ¿downstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor which could not be calibrated. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.